Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had high ph readings throughout the majority of the study. It was noticed when the study was uploaded in the facility. The patient claimed that the recorder was worn around the neck during all of the recording hours except when the patient showered. The recorder made no noises, beep, or signs of interference. The physician would like to have a repeat procedure to be performed. The patient's last known status is stable.